Event description:
The patient developed an infection during the course of a neurostimulation trial at the lead site. The trail leads were explanted. He was treated with antibiotics for 6 weeks and was asymptomatic afterward. The patient has a past history of infection after hip surgery several years earlier. The neurosurgeon was not informed of this fact. The permanent implant procedure was aborted and will not be done in the future.